Event description:
This unsolicited case from united states was received on 18-jan-2018 from patient this case concerns a female patient (age unspecified) who received treatment with synvisc one and on the same day patient could not stand up, felt like she was paralyzed from the waist down, had intense pain and after unknown latency unable to get in and out of bed or a chair or the bathroom. Also, device malfunction was identified for the reported lot number. No past drugs, medical history, concomitant medications and concurrent conditions were reported. Patient stated that this was the third time she's received synvisc-one and has also received cortisone in the past. On an unknown date in (B)(6) 2017, patient received treatment with intra articular synvisc one injection at a dose of 1 dosage form once (lot number: 7rsl021 and expiration date: not reported) for osteoarthritis in both knees. On the same day, after the injection, patient stated that she then went out to dinner and by the time the dinner was over, she could not stand up. Patient stated that she felt like she was paralyzed from the waist down plus there was intense pain. On an unknown date in (B)(6) 2017, after unknown latency, patient stated that she had to take 3 1/2 days off of work, and she was unable to get in and out of bed or a chair or the bathroom. Patient stated that it took about 2 weeks to resolve but now it "seemed to be much better". Corrective treatment: not reported for all events. Outcome: recovering for all the events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events. Received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction pharmacovigilance comment: sanofi company comment dated 24-jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced lower extremity dysfunction, pain, mobility decreased and difficulty in standing. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This unsolicited case from united states was received on 18-jan-2018 from patient. This case concerns a female patient (age unspecified) who received treatment with synvisc one and on the same day patient could not stand up, felt like she was paralyzed from the waist down, had intense pain and after unknown latency unable to get in and out of bed or a chair or the bathroom. Also, device malfunction was identified for the reported lot number. No past drugs, medical history, concomitant medications and concurrent conditions were reported. Patient stated that this was the third time she's received synvisc-one and has also received cortisone in the past. On an unknown date in (B)(6) 2017, patient received treatment with intra articular synvisc one injection at a dose of 1 dosage form once (lot number: 7rsl021 and expiration date: not reported) for osteoarthritis in both knees. On the same day, after the injection, patient stated that she then went out to dinner and by the time the dinner was over, she could not stand up. Patient stated that she felt like she was paralyzed from the waist down plus there was intense pain. On an unknown date in (B)(6) 2017, after unknown latency, patient stated that she had to take 3 1/2 days off of work, and she was unable to get in and out of bed or a chair or the bathroom. Patient stated that it took about 2 weeks to resolve but now it "seemed to be much better". Corrective treatment: not reported for all events outcome: recovering for all the events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction pharmacovigilance comment: sanofi company comment dated (B)(6) 2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced lower extremity dysfunction, pain, mobility decreased and difficulty in standing. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.